Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had a broken cable. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have the instrument was found to have a dislodged grip tang at top of the grips. The complaint was confirmed by failure analysis.